Manufacturer narrative:
On (B)(6) 2026, it was reported that there was a reprocessed agilis nxt steerable introducer that upon insertion into the patient, the bleed back valve was leaking. There were no adverse patient consequences reported as a result of this event. Innovative health llc received the device on (B)(6) 2026 prior to the information provided that the device was a complaint device. Upon receipt of the complaint report, a visual inspection was performed on (B)(6) 2026 of the returned dilator and introducer sheath. The hemostasis value was intact and no damage or defects were noted. The hemostasis tubing had a small tear near the valve housing. The tubing remained attached to the valve housing. No other damage or defects were noted on the introducer or dilator. Per the instructions for use, the user is instructed to inspect the device, including its components, prior to use for any damage and to not use the device if it is damaged. A review of the process control record was performed to ensure that all manufacturing and inspection process steps were completed and no anomalies were noted. Based on the visual inspection results, the reported issue is able to be confirmed as the tear in the tubing may have contributed to a leak. The reported issue of a hemostasis valve leak is unable to be replicated during complaint investigation. As the device met all inspection criteria at the time of manufacturing, the cause of the reported event could not be definitively determined.

Event description:
It was reported that upon insertion into the patient's body the bleed back valve was leaking.